Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found that only the distal portion of the lead was returned. An internal abrasion which breached the re cable lumen was noted at multiple locations from the distal tip. (B)(4).

Event description:
This report is to advise of an event observed during analysis.